Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of helix distorted/bent and blood in/on helix mechanism. The analyst commented that the stylet test was performed with a new stylet. The stylet that was returned with the lead was bent. The stylet was returned and analyzed. The stylet was bent and an additional finding of damaged at implant. The analyst commented that the friction complaint is likely due to the stylet being bent, damaged at implant.

Event description:
It was reported that during implant of the lead, there was a lot of friction between the lead and the introducer and between the stylet and the lead. There was erratic lead behavior during the removal of the stylet. During extraction of the lead, the helix stuck in the tissue. The lead was attempted and not used. A new lead was placed. There were no patient complications reported as a result of this event.

Event description:
It was reported that during implant of the lead, there was a lot of friction between the lead and the introducer and between the stylet and the lead. There was erratic lead behavior during the removal of the stylet. During extraction of the lead, the helix stuck in the tissue. The lead was attempted and not used. A new lead was placed. There were no patient complications reported as a result of this event.